Event description:
Variable readings during lead impedance testing and diagnostics. Diagnostic testing at times showed the lead impedance to be okay and other times unknown. The dc-dc conversion would either be equal to 2 or would also be unknown.